Manufacturer narrative:
Batch review performed on 27 september 2019: lot 169047: (B)(4) items manufactured and released on 16-may-2017. Expiration date: 2022-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
3 weeks post-op patient suffered a spiral fracture of her femur. Cables were used to reduce the fracture. The stem was not explanted but left in place. The head was revised. The surgery was completed successfully.